Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the battery charger was resetting.

Manufacturer narrative:
Device eval of battery charger/modem sn (B)(4) was completed. The reported problem (resetting) has been confirmed. Upon investigation, battery charger/modem was resetting and unable to charge battery packs. The cause for the failure was isolated to a contamination on the battery board. The root cause for the contamination was ingress of an unk liquid. No adverse event resulted from the defective battery charger/modem.